Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter noted having to change the battery in the pump more than usual. The reporter called with a new lithium battery lasting 2 hours or less for last 24 hours. It was reported that the battery changed 3 times in last 24 hours. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of alarm history confirmed multiple low or replace battery alerts. In addition, the pump history showed partially discharged battery was installed twice on (B)(6) 2013. Investigation showed battery compartment to be intact, no evidence of moisture intrusion in the battery compartment and battery cap tightened properly. Current draws were tested and found to be within specifications. Upon opening the pump casing no evidence of moisture contamination was found in the pump interior and no anomaly was found with the battery contacts. Unrelated to this complaint, the device powered up to a dim and discolored verify screen. The pump display screen was replaced with a test screen and the test screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.